Event description:
It was reported that prior to a procedure, arm cart assembly c had an arm error occur during use. After restarting the arm, an 'arm startup error' occurred when the arm could not be recognized by the tower, and the calibration could not be performed. There was no reported patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of a returned component for the reported arm cart assembly. The full robotic arm setup arm (rasa) component of the arm cart assembly was received for evaluation. The rasa was returned with a damaged pulse connector and bent pins, which were straightened for testing. The rasa successfully booted up and passed calibration during the first power cycle test, but failed calibration during the second power cycle test. The printed circuit board assembly (pcba) was opened and the cables were checked. It was observed that by the time the start-up error occurred, the light had turned on the pcba board. The ethernet master maintenance was unable to successfully run as none of the nodes in the rasa were detectable, indicating that the communication was not successfully established. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a procedure, arm cart assembly c had an arm error occur during use. After restarting the arm, an 'arm startup error' occurred when the arm could not be recognized by the tower, and the calibration could not be performed. There was no reported patient involvement.